Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out of range pacing impedance (greater than 2081 ohms) on the right ventricular (rv) channel. A technical service (ts) consultant reviewed the device data, providing recommendations to perform rv lead integrity testing. The device remains implanted. No adverse patient effects were reported.